Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention using a 6f sheath. Reportedly, the device inserted easily; however, the guide bent at the junction of the body of the device and the guide. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficulty to insert the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported bent guide, broken guide and difficulty to retract the foot were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention using a 6f sheath. Reportedly, the device inserted easily; however, the guide bent at the junction of the body of the device and the guide. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: reportedly, the device met resistance upon insertion through the skin in the access site with scar tissue. The guide bent and then broke yet was held together for removal from the anatomy. The footplate lever was deployed outside the anatomy with the foot not retracting as expected. No additional information was provided.